Manufacturer narrative:
(B)(4).

Event description:
The probable cause could not be determined post-investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. A "try-it" test and sound test on the global communication tool were performed and passed. Functional testing was performed and passed relevant testing. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.